Event description:
The customer would like to run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the triple platelet product. There was no a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt info is reasonably known at the time of the event. Donor unit#: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the rdf and the trima accel system operated as intended. Based on the available info, it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation eval and corrective actions are in process. A follow-up report will be provided.